Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient's ipg was implanted really high which was hurting her. The patient underwent an explant procedure.

Manufacturer narrative:
Explant date: (B)(6) 2016, additional suspect medical device component involved in the event: model: sc-8336-70, serial: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient's ipg was implanted really high which was hurting her. The patient underwent an explant procedure.